Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. The customer reported using admelog brand insulin, tandem technical support educated the customer that admelog is off label insulin.